Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the vad educator that the patient developed slurred speech and expressive aphasia that was transient. Patient was admitted to ICU and switched to backup equipment even though device did not malfunction or produce any alarms. An initial CT scan revealed negative results. Following a second neuro event witnessed by the neurologist, a second CT scan was performed. Symptoms again included expressive aphasia and this time, weakness of upper extremities as patient slumped over upon sitting up in bed. All symptoms spontaneously resolved. The second CT scan allegedly revealed the presence of air in the cerebral circulation. Patient was returned to auto mode on initial driver and continued on heparin drip. The following day the vad educator reported that a repeat CT scan was performed , which revealed evidence of a hemorrhagic stroke following the administration of IV plavix. Echocardiograms did not reveal inflow or outflow graft complications. The patient's neuro status was intact (clear speech and mentation) with only mild residual right arm weakness. The vad educator also reported that, at that time, there were no problems with the ivad, including no alarms.

Manufacturer narrative:
The patient remains on ivad support. No further information is available at this time.